Manufacturer narrative:
Medical device expiration date: na. (B)(4). Investigation summary: four photos were provided for evaluation. They show a needle with discoloration at the needle tip or at the od surface. The needles have been processed by the customer in their tumbling, cleaning, forming, etc. Based on the photos provided the symptom reported by the customer is confirmed; however, the source of the symptom is unknown. A device history record review was completed with zero defects reported. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot#: 9130965 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. This lot was produced for 1.4mm units; this is a cpm of 0.71; we will continue monitoring the complaints of this product and lot. Root cause description: potential root cause could not be offered; the photos show needles that have gone through the customer processing. Rationale: CAPA not required at this time. A review of the applicable fmea/euras ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that cannula discoloration, burn marks, and "pitting" were found on 12 needles ns 27ga 1in blt sq grd w/o shld before use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "1. Lot #: 9130965 ¿ discovered 12 out of 4000 cannula with discoloration and burn marks found on the inside and outside of the cannula as well as "pitting".